Event description:
Promus premier china registry. It was reported that patient experienced unstable angina. In (B)(6) 2019, the subject presented with an unstable angina (braunwald classification: iib). The target lesion was located in the distal left circumflex (lcx) artery with 85% stenosis and was 28mm long, with a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilatation and placement of a 2.50 x 28mm study stent. Following post-dilatation, the residual stenosis was 0%. In (B)(6) 2019, the subject was noted with unstable angina and was hospitalized on the same day. No actions were taken to resolve the issue and it was considered to be recovering/resolving. It was further reported that in (B)(6) 2019, the subject was discharged from the index procedure on aspirin and other antiplatelets medication.

Manufacturer narrative:
Device is combination product. B5 describe event or problem updated.

Manufacturer narrative:
Device is combination product.

Event description:
(B)(6) clinical study. It was reported that patient experienced unstable angina. In (B)(6) 2019, the subject presented with an unstable angina (braunwald classification: iib). The target lesion was located in the distal left circumflex (lcx) artery with 85% stenosis and was 28mm long, with a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilatation and placement of a 2.50 x 28mm study stent. Following post-dilatation, the residual stenosis was 0%. In (B)(6) 2019, the subject was noted with unstable angina and was hospitalized on the same day. No actions were taken to resolve the issue and it was considered to be recovering/resolving.